Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture after reporting she had bilateral breast pain and breast disfigurement. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2021. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-02090 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).